Event description:
While doing patient rounds, the patient was found holding the tubing that detached from the bard miniloc huber needle tubing, which came apart while the patient was moving in bed. Staff clamped the huber needle line, and removed and replaced the infusion set. Unfortunately, the packaging was discarded. The device was sent to clinical engineering who assessed the device. However, since the luer lock portion of the tubing was also discarded, they could not tell for sure if the tubing slipped out, or came unglued from the luer lock end, or if it snapped apart. Staff recommended removal of this product from the hospital and trialing of new devices. The bard miniloc huber needles have been having many issues hospital-wide with the tubing detaching from the luer lock portion of the device. Bard has been slow to respond, but they are now addressing the issue. In response, bard informed us that they changed the glue process approximately 4-6 weeks ago, and will replace our old lots with new ones. We are currently trialing new products to replace this device, and have issued a notice to all users to warn them of the continuing issue.